Manufacturer narrative:
The issue of resorption has been previously investigated and resulted in pre hhe-0237 and rat-000130. Investigation and discussions with the vendor have indicated the material is radiographically resorbed during the healing process. Root cause is unknown. As per hhe pre-assessment, no CAPA needed. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that after use of ah plus bioceramic sealer some patients returned with no sealer, no fill or had short fills. Patient required retreatment.